Manufacturer narrative:
A ge service representative performed an on site investigation. The video controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the images were very dark and unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.